Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported to animas that on (B)(6) 2017 the patient allegedly experienced a blood glucose of 659mg/dl with vomiting, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated by their healthcare provider in the emergency room with insulin via injection, intravenous fluids, and antibiotics for an insertion site infection. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match and the variation was possibly due to the basal and temp basal settings being incorrectly programmed by the patient, and the patient experiencing dehydration not caused by the elevated blood glucose. The basal history matched the active basal program settings. The bolus totals matched and all boluses were recorded as programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.